Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with deep vein thrombosis. It was further reported that ten years, eight months and fifteen days post a filter deployment, the filter struts were allegedly perforated the inferior vena cava. Reportedly, the device has not been removed. There was no reported patient injury.

Manufacturer narrative:
H11: the expiration date was previously reported in 2020394-2023-01388- follow up #1 section h11/manufacturer narrative: as 06/2012; however, the day is now known and has been corrected in d4 of this report (2020394-2023-01388- follow up #2) to 06/30/2012. Additionally, this device is not a combination product; therefore, g5 has been updated. It should also be noted that this device predates the september 24, 2013, FDA published final rule that established a unique device identification system (the UDI rule); therefore, d4 - unique device identifier (UDI) # is not applicable. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Eleven images were reviewed. The eleven computed tomographic images demonstrate various aspects with a cross section and cross section films. The filter appears to be in the inferior vena cava at an infrarenal location and central. On different images the filter strut appears to be perforating the vena cava wall. These are non-contrast images so ability to identify any leak is not possible. Medical records were provided and reviewed. Approximately ten years and eight months post filter deployment, a computed tomography of abdomen without contrast study was performed to evaluate inferior vena cava filter. The inferior vena cava tip was positioned 2.8 cm from the left renal vein. No abnormal tilting of the filter. No detected stress fractures. All struts extend beyond the wall of the inferior vena cava. One of the struts which abuts the 3rd portion, duodenum and two of which abuts the abdominal aorta. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Eleven images were reviewed. The eleven computed tomographic images demonstrate various aspects with a cross section and cross section films. The filter appears to be in the inferior vena cava at an infrarenal location and central. On different images the filter strut appears to be perforating the vena cava wall. These are non-contrast images so ability to identify any leak is not possible. Medical records were provided and reviewed. Approximately ten years and eight months post filter deployment, a computed tomography of abdomen without contrast study was performed to evaluate inferior vena cava filter. The inferior vena cava tip was positioned 2.8 cm from the left renal vein. No abnormal tilting of the filter. No detected stress fractures. All struts extend beyond the wall of the inferior vena cava. One of the struts which abuts the 3rd portion, duodenum and two of which abut the abdominal aorta. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2012), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with deep vein thrombosis. It was further reported that ten years, eight months and fifteen days post a filter deployment, the filter struts were allegedly perforated the inferior vena cava. Reportedly, the device has not been removed. There was no reported patient injury.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with deep vein thrombosis. It was further reported that ten years eight months and fifteen days later post a filter deployment, the filter strut allegedly perforated the inferior vena cava. Reportedly, the device has not been removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2012). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.